Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during an endoscopic retrograde cholangiopancreatography in the common bile duct, performed on (B)(6) 2021. During the procedure, when the physician attempted to pull back the guide catheter to position the stent, the guide catheter was ripped off. Reportedly, the broken guide catheter remained within the push catheter enabling the device to be removed in one piece. The procedure was successfully completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. The device has not been received for analysis.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during an endoscopic retrograde cholangiopancreatography in the common bile duct, performed on (B)(6) 2021. During the procedure, when the physician attempted to pull back the guide catheter to position the stent, the guide catheter was ripped off. Reportedly, the broken guide catheter remained within the push catheter enabling the device to be removed in one piece. The procedure was successfully completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Block h6: medical device code a0401 captures the reportable event of guide catheter broken. Block h10: a flexima bili preloaded stent returned for analysis without the stent. A visual evaluation noted that the guide catheter was kinked, stretched and detached. Also, the push catheter was kinked at the distal section. Additionally, under magnification, it was possible to observe that the push suture hole wastorn. No other issues with the device were noted. The reported event was confirmed. Upon analysis, the guide catheter kinked, stretched and detached; also, the push catheter was kink and the push suture hole was torn. The push catheter could be kinked by the manipulation of the device during advancing into the scope causing resistance shown by the push suture hole when the guide catheter was pulled back to position the stent, and as a result of damaging the guide catheter. There, the most probable cause of the reported event is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.